Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance on two different vectors. The lead was reprogrammed. The health care professional (hcp) will continue to monitor the patient. The lead remains in use. No adverse patient effects were reported.